Event description:
Intradiscal electrothermal therapy procedure done. Upon completion of the procedure, the catheter device was removed. Discovered that about 1 1/2 inches of insulation from the catheter remained in the subcutaneous tissue of the pt confirmed by flouroscopy.